Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where both the ipgs and the cervical lead were explanted and replaced, thereby restoring effective therapy.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain at both the cervical and lumbar site due to the issue. The cervical lead exhibited high impedances on 10 contacts and as such surgical intervention is awaiting to address the issue.

Manufacturer narrative:
Section b3-date of event is estimated.